Event description:
The patient reported having been hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient is a swim instructor and stated that the pod would fall off which would cause the cannula to dislodge from the infusion site. Symptom reported include hyperglycemia, dehydration, nausea, and frequent urination. At the hospital, the patient was treated with zofran for her nausea and an intravenous drip. The patient was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The patient is a swim instructor and stated that the pod would fall off which would cause the cannula to dislodge from the infusion site. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.